Event description:
During evar on (B)(6) 2009, the physician was attempting to deploy the top cap the trigger wire but could not remove it easily. The new instructions for use (IFU) were followed and the wire was successfully removed but the procedure was prolonged with larger than usual x ray exposure and contrast dose there were no adverse effects on the pt.

Manufacturer narrative:
(B)(4). The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instruction for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce this failure mode from occurring and/or reduce the probability of the worst case severity occurring. Additionally, prior to removing the proximal trigger wire, the IFU instructs the user to verify the wire guide extends just distal to the aortic arch. A physician reference manual is available to all using physicians, which lists trouble shooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from this failure mode. The proximal trigger wire contains an etch mark that is specified to be at a certain location. Location of this etch mark is verified on each device after the device is loaded. Changes were implemented to the loading procedures that will reduce the likelihood of damage to the trigger wire during the loading process. An alternate deployment sequence has been approved for distribution in addition to the product's IFU. This deployment sequence will enable the physician to reposition the top cap with respect to the suprarenal stent subsequently releasing tension from the trigger wire allowing it to be removed. This was effective on (B)(6) 2009. No product or images were provided to assist in this investigation. However, the manufacturing records for this device indicate the graft was loaded after the implemented changes. We have notified the appropriate individuals and we will continue to monitor for similar events.